Event description:
It was reported that the device was running-on during testing. No medical intervention and no adverse consequences were reported with this event. There was no patient intervention and no delay to a surgical procedure.